Event description:
Additional information received from the patient reported that the lead was turned off because it had moved. To resolve the issue they would need to either move or replace the lead. That lead remained off at the time of the report.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (b)(64) 2014, product type: lead.

Event description:
The patient reported that in 2015 they started having problems where they couldn't breathe and they were getting bruised. They noted that these issues were due to the lead being close to a nerve. The lead was turned off on the day prior to the report. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.